Manufacturer narrative:
A batch record review indicates no discrepancies for the complaint issue. Machine logs have been checked with no discrepancies found for the complaint issue. Preventive maintenance logs have been checked and preventive maintenance was completed. An investigation into product trapped in weld issues for all lines at the manufacturing site. Two root causes were found which were the pad cutter blades not being changed frequently enough and that the machines were being set up incorrectly. An investigation was initiated for the issue of product trapped in weld for the packaging lines. The photographs received for this complaint confirmed the lot number and the complaint issue. This issue will be monitored through the post market product monitoring review process. No further details have been provided. Should additional information become available a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. No additional information has been provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
The distributor reported that the dressing was caught in the primary pouch and the user could not take it out. The dressing was not used. A photograph depicting the reported issue was provided.